Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that when the patient laid on the table, they began to have a lot of seizures, which had not happened in a long time. The patient noted they hoped to be discharged the following day. The patient stated they thought the procedure was completed but they could not feel any leads or anything. On (B)(6) 2017 the patient reported they were still in the hospital. No further complications were reported.